Event description:
Hodgkin's lymphoma, chronic pelvic pain, severe allergy to nickel and several chemical preservatives developed. Prior to having a salpingectomy and hysterectomy I had painful heavy periods. I also experienced anemia from heavy bleeding and it required iron infusions. (B)(4).

Event description:
(B)(4). Doctor also reported case 2951250-2014-00041.